Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a defective interior sensor on the carbon dioxide (co2) reference electrode and air was entering the electrolyte buffer chamber of the ratio pump. Priming the buffer through the ratio pump would not resolve the issue. The fse replaced the interior sensor of the co2 reference electrode and ratio pump to resolve the issue. The fse verified instrument operation. (B)(4).

Event description:
The customer reported obtaining false high sodium (na) and/or chloride (cl) and carbon dioxide (co2) results, over five (5) days, involving the unicel dxc 600 pro synchron system. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00160 for the report of the event which occurred on (B)(6) 2015, MDR report 2050012-2015-00161 for the report of the event which occurred on (B)(6) 2015, MDR report 2050012-2015-00162 for the report of the event which occurred on (B)(6) 2015 and MDR report 2050012-2015-00164 for the report of the event which occurred on (B)(6) 2015. The customer repeated the samples on an alternate dxc and obtained na, cl, and co2 results considered correct. The false high na, cl, and co2 results were reported outside the laboratory and later amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory's established ranges on the day of the event.